Event description:
Additional information was received that the right ventricular (rv) and right atrial (ra) leads were explanted and replaced to resolve the event. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2023-24462. During a clinic follow-up, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. Additionally, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Provovcative testing was performed and the noise was able to be reproduced. Ra and rv lead damage was suspected and diagnostic imaging was performed, but lead damage was unable to be confirmed on either lead. The patient has been hospitalized, but no further intervention has been performed at this time. The patient was stable.